Event description:
It was reported that the device is overheating during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After it was received at the manufacturer facility it was found during service that the foot of the duraguard was also bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane.

Manufacturer narrative:
The reported event of overheating was duplicated and confirmed. Visual inspection during disassembly confirms lack of lubrication and corrosion causing the events of heat. The device was also found to have a bent foot on the duraguard. Based on the risk documentation a bent duraguard can occur when excessive side load was applied to the feature. Device was placed in parts retentions.